Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. Information was reported that the rep had seen the patient in passing at the hospital today as the patient also works at the hospital. The rep reported the patient did not have an appointment, just mentioned in passing that the patient saw a "settings not available" screen. The rep reported the patient can only go up to either 10 or 11ma and then the out of regulation (oor) appears. The rep reported the patient was programmed with 220 pulse width 1000hz and the patient was charging her device 4 times a day. The patient was reprogrammed and now the patient is charging once day. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the patient recharging their device so frequently was due to a high frequency setting. The manufacturer representative also stated that the patient was running at a high intensity. No further complications were reported or anticipated.